Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency services due to low blood glucose level of 52 mg/dl. Customer¿s blood glucose was 548 mg/dl at the time of incident. Customer was treated with insulin drip for high blood glucose level. Customer was treated with intravenously and with glucose tablet. Customer had symptoms such as shakiness and fatigue. The insulin pump will not be returned for analysis.